Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. The file was assessed for the necessity of the performance of a clinical investigation. Based on the information available, there is no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to the patient¿s hospitalization. Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving patient line is blocked soft alarm during drain 0 and drain 1. It was stated that the patient had surgery 2-3 weeks ago. The fresenius technical support representative submitted a request for a replacement cycler. Multiple attempts were made to obtain additional information, but none was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.